Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2022 for receiver with serial number (B)(4). However, receiver with serial number (B)(4) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Nordic bluetooth pairing test was performed and passed. Functional test was performed and passed. Internal visual inspection was performed and passed. A review of the receiver log was performed and signal loss was not found for serial number pg21105348 within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.